Event description:
It was reported the pt is not receiving effective stimulation therapy in her pain areas. The pt stated she has not had effective stimulation since implant. X-rays taken indicate the pt's lead is in the correct location. Additional info received identified the pt's scs lead was revised on (B)(6) 2014. The pt's lead was moved down from the original location. The lead was tested intraoperative and multiple invalid contacts were observed. The physician explanted and replaced the lead, and the impedance issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.